Event description:
The surgeon was about to use the thermachoice iii uterine balloon therapy on the patient. Prior to use on the patient, the surgical technician tested the device inflating the balloon with 20 cc's of dextrose and discovered that the balloon was leaking. The device did not touch the patient.